Manufacturer narrative:
(B)(4). The olympus service center noted the forceps passage has a pinhole on the suction tube in the control section causing a foreign object to be observed coming out the distal end of the channel. It was also noted that debris is clogging the channel and angulation knob was not functioning as intended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report that during an unspecified procedure, the stent got caught when they tried to remove it through the forceps. It was broken and there may be 2 pieces blocked in the channel of the evis exera ii ultrasound gastrovideoscope. The reported event occurred during the procedure and was completed with a similar device. There was not report of death, harm or patient injuries. Upon inspection and testing of the customer returned device, the repair center found a pinhole on the suction tube in the control section. This report is being submitted for the event that was found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the pinhole on the suction tube in the control section likely occurred from the foreign objects in the instrument channel. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "7.4 leakage testing. After precleaning, perform leakage testing on the endoscope to ensure that it is waterproof." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.